Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a hematoma and was hospitalized for one night. Post procedure, it was reported that the patient developed hematoma at access site post ablation and reported at her 3 month follow up. The patient was admitted overnight for observation and was continued on her medicated xarelto. The current condition of the patient is unknown. It is unknown if the sheath will be returned for analysis.